Event description:
It was reported that during the procedure to treat a de novo lesion in the left anterior descending to marginal coronary artery area, a 014 balance middleweight (bmw) hydro 3cm guide wire was positioned past the lesion then pre-dilatation was performed using a 2.5x20 non-abbott balloon catheter. A 2.75x18 rx xience prime stent delivery system (sds) was advanced over the bmw hydro, however, resistance was felt against the bmw hydro guide wire when reaching the distal area of the guide wire and the rx xience prime sds could no longer be advanced. The rx xience prime was also unable to be retracted over the bmw hydro without resistance, thus, both devices were withdrawn from the anatomy as a single unit. The same rx xience prime was able to be re-advanced over a new balance middleweight guide wire without issue; the stent was then deployed, satisfactorily completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide cath: kt guide 6f al2 ; stent: 2.75x18 rx xience prime. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported removal difficulty and positioning difficulty were not confirmed via returned device analysis as these were caused by a procedural circumstance. Stretched coils along with offset coils were found on the returned wire which may have contributed to the resistance felt. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual, dimensional, functional analysis of the returned devices, a review of the lot history record, and a review of the complaint history, there is no indication of a product deficiency.